Manufacturer narrative:
E1 - establishment name: (B)(6). The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reported event was likely due to damage or deterioration of parts, environment problem such as dust/dirt/humidity, optical problem, overheating problem, and electrical problems such as signal loss or open circuit. The root cause could not be established; however, it is likely attributed to component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during setup and inspection for use, the bronchovideoscope experienced a blackout during angulation adjustment. No patient involvement was reported.